Event description:
The pt experienced meningitis after the pump was implanted. The cause of the meningitis was unk. The physician was giving the pt an antibiotic and controlling the symptoms of meningitis, but the pt had not recovered fully with the antibiotic. The device system was used to deliver baclofen. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).